Event description:
Philips dream station 2 advanced CPAP(continuous positive airway pressure), which was provided to me by the manufacturer as a replacement due to the CPAP recall, suddenly overheated and stopped working. Device emitted a terrible burning smell just prior to shutting down. Disconnected power supply and water chamber and let device sit overnight. The device will not power on and, when pressed, the power button flashes on and then goes off. Took device to a dme supplier to test power cord. Device will not power on with a replacement cord. Called manufacturer, philips, and the company was less than helpful.